Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0: h3) the manufacturer representative went to the site to test the navigation system. No hardware parts were replaced. The software team reviewed the case details. According to the case description, the surgeon reported an issue with inaccuracy. However, it was determined that this was a technique-related issue, as the surgeon was moving the drill whilst inside the bone, causing the inaccuracy. Based on the information provided, this appears to be a user technique issue and does not seem to be related to the software. The imaging system was reported under rr: 3004785967-2025-00276 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the health care professional stated that there was an inaccuracy with the system. It was determined that this was a technique issue as they were moving the drill whilst inside bone causing the inaccuracy. The system and drill were fully tested on sawbones, and no issues were found with inaccuracies. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. Additional information was received. It was reported that the inaccuracy amount was unknown.